Event description:
The pt complained of receiving shocks from this device. Interrogation of the device revealed oversensing and underpacing. Cxr revealed dislodgement of both the rv and lv lead. This rv lead was successfully repositioned and all records indicate it remains actively implanted. Should additional info becomes available, this event will be updated.